Event description:
Clinical manager (cm) reports 4 incidents of blood leaks with CT 190g dialyzers. They were all on their 6th use. The clinic has only been open since the beginning of this month. The treatments were restarted with new disposables. The estimated blood loss is 150cc per patient. Cm reports that there are no patient injuries or medical interventions associated with these incidents.